Event description:
It was reported by the nurses that an insulin drip was giving too much fluid. Review of the event discovered that the pc unit did not have the latest dataset loaded and activated, which caused the insulin infusion to not have a ¿hard stop¿ as expected. Standard IV tubing was bd alaris pump infusion set 2420-0007. The event happened approximately on (B)(6) 2024, during the night shift. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of over infusion (use error) was not determined because no products or device logs were returned.